Event description:
It was initially reported on (B)(6) 2012 that the patient's generator was unable to be interrogated due to the battery being at end of service. However, follow-up with the physician revealed that the vns programming system used to interrogate the patient's device had since been unable to communicate with other patient's devices. Troubleshooting steps were performed which included replacing the wand battery, checking cable connections, unplugging the handheld from the wall, and repositioning the wand over the generator. The company representative followed up with the physician's office on (B)(6) 2013. The physician's handheld screen was frozen at the interrogation successful screen. A hard reset was performed which resolved the issue, but this issue had been occurring for the prior couple of weeks. The physician mentioned there was a problem communicating which is believed to be due to the frozen screen on the handheld. The vns programming system was able to interrogate and performed diagnostics on devices except for occasional screen freezes. The system was returned to the manufacturer for analysis. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the alleged screen freeze complaint was confirmed and is a known issue that has been evaluated and addressed through corrective actions. No other issues (beyond the known issue) were observed with either the flashcard or software. Other than the above mentioned observations, the flashcard and software performed according to functional specifications.

Event description:
Product analysis of the generator confirmed the device was performing to specifications. Failure to program was duplicated (not due to end of service) in the laboratory at two orientations. This is addressed in the physicians manual by instructing the user to reposition the wand. Since product labeling addresses these situations and provides instructions to easily remedy the events (wand position) and (system operation), it is not considered a device malfunction. The company representative further reported that the physician believed the devices could not be communicated with due to the issue with the frozen handheld screen.